Event description:
On (B)(6) 2009, pt reported he was having issues with the up and the down buttons. His infusion device was in the recall. Had the pt put a battery back in the primary infusion device to test the buttons. Had him turn the volume up and beep and vibrate on and the up and the down buttons did not respond to him pressing them. Pt reported he noticed this issue about 2 months ago when attempting to bolus. He stated he is not sure how long he has been using the infusion device. He stated the buttons pop back up but he stated they feel different than his back up infusion device. He reported the infusion device has been dropped. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.